Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer's blood glucose (bg) level was "high"; although specific value was not provided. Bg was addressed via manual insulin injection. Reportedly the customer bruised their hand while trying to address the bg. Reportedly, the customer was using a computer usb port in an attempt to charge the pump. The pump charged successfully after the customer changed to the provided tandem charging supplies. The customer continued to use the pump for insulin therapy.